Event description:
It was observed during device evaluation that the gastrointestinal videoscope had a melted plastic distal end cover, did not produce an image, and produced an e216 scope communication error code. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. However, it is likely the fluid invaded and corroded scope connector led to the image issues. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.